Manufacturer narrative:
A visual evaluation of the returned gold probe¿ noted no visual defects. An electrical load test was performed and the results were within the specifications for the device. The reported complaint was not confirmed; device evaluation showed no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause is "not confirmed." A review of the device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the gold probe device failed to transmit current. The procedure was completed with another gold probe device using the same generator and generator settings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe¿ device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the gold probe¿ device failed to transmit current. The procedure was completed with another gold probe¿ device using the same generator and generator settings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.